Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was debrided on (B)(6) and the patient was on IV antibiotics. The patient said that hopefully the surgery on the (B)(6) had taken care of the problem and they were hoping to have the system put back in in september. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was an infection at ins, lead and extension site. Patient stated she had an infection after her surgery which was on (B)(6) 2019. Patient believed the infection was due to the glue that was used to close her up. Patient stated they tried treating it with antibiotics and did a revision but she got another infection so they did a 3rd surgery where they removed the whole system so she could heal. Patient stated she was finally healed up and they were planning to implant another stimulator but from another manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a battery replacement on (B)(6) which got infected. The patient said they took the scs system out on (B)(6) and that also got infected. The patient said they were in pain and they were "dying" without their unit. The patient noted that they were hoping to re-implant in (B)(6). No device issues were reported. No further complications were reported/anticipated.